Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm events on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was 294 mg/dl no further information available.